Event description:
As reported via observational post market study complaint form "implant site (biliary stent); abscess at implant site. (Dm: the parameters/data points that triggered the report. Pull data provided in from ae & other events log questions ((q3 event category), (q5 event relationship (study device, study procedure, pre-existing) and (q7 device deficiency) q3: implant site (biliary stent); abscess at implant site; q5: device / procedure: possible; prior stent failed access to left intrahepatic biliary, pre-existing: cholangiocarcinoma, q7: no note implant site (biliary stent); abscess at implant site. Note: 78 days post-procedure. Note: ae1. Patient received chemotherapy after device placement.